Event description:
As reported, when a non-cordis sheath was retracted to reveal the tamp tube of a 5f mynxgrip vascular closure device (vcd), the polyethylene glycol (peg) sealant was adhered to the distal end of the black delivery portion of the device. The rest of the deployment was completed, per instructions for use (IFU), but there was device failure, as the peg was outside the patient. Manual compression was used for hemostasis. No patient injury or increased length of stay resulted from the failure. The device was used for vascular closure of the right femoral artery, retrograde access. The intended procedure was diagnostic. The patient has history of peripheral artery disease (pad) but, not at the access site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The patient was not morbidly obese. The entry angiogram was completed at 45 degrees prior to deployment to verify placement. There was no calcification and very minimal tortuosity. Balloon visualization was used during deployment. The device was prepped per IFU, and no defects were noted. The device was stored in the vascular operating room (or), a temperature/humidity-controlled environment. The device balloon was inspected and working properly pre use. The device was deployed in the usual fashion, per IFU. The device as opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when a non-cordis sheath was retracted to reveal the tamp tube of a 5f mynxgrip vascular closure device (vcd), the polyethylene glycol (peg) sealant was adhered to the distal end of the black delivery portion of the device. The rest of the deployment was completed, per instructions for use (IFU), but there was device failure, as the peg was outside the patient. Manual compression was used for hemostasis. No patient injury or increased length of stay resulted from the failure. The device was used for vascular closure of the right femoral artery, retrograde access. The intended procedure was diagnostic. The patient has history of peripheral artery disease (pad) but, not at the access site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The patient was not morbidly obese. The entry angiogram was completed at 45 degrees prior to deployment to verify placement. There was no calcification and very minimal tortuosity. Balloon visualization was used during deployment. The device was prepped per IFU, and no defects were noted. The device was stored in the vascular operating room (or), a temperature/humidity-controlled environment. The device balloon was inspected and working properly pre use. The device was deployed in the usual fashion, per IFU. The device as opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2114402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.